Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 13709 was returned and analyzed. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 13 injections. The balloon catheter failed the performance test due to immediate system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Further dissection and pressure testing showed a double balloon breach/pinhole. The guide wire lumen was intact. In conclusion, the balloon catheter failed the returned product inspection due to double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.